Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump ever shoot or squirt insulin out, instead of just dripping out. Customer's blood glucose level was unknown. Customer reported that the insulin pump rewind slower than it had in the past. The insulin pump will not be returned for analysis.